Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the peg of a 5f mynx control vascular closure device (vcd) was out of the tip and could not be used. It was exchanged for a new unknown product and proceeded. There was no reported patient injury. The device was introduced for use in a transfemoral cerebral angiogram (tfca) treatment. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the polyethylene glycol (peg) of a 5f mynx control vascular closure device (vcd) was out of the tip and could not be used. It was exchanged for a new unknown product and proceeded. There was no reported patient injury. The device was introduced for use in a transfemoral cerebral angiogram (tfca) treatment. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was in the open position, and a cordis mynx syringe was attached to the unit. The sealant was in its manufactured position and fully covered by the sealant sleeves, which showed no signs of abnormality. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip exhibited no visible damage or irregularities. No additional anomalies were observed during the visual analysis. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. This measurement was taken using a calibrated ruler. Per functional analysis, a simulated deployment test was conducted to evaluate device functionality. After aligning the tension indicator by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The device operated as intended, successfully deploying the sealant and retracting the balloon. No functional anomalies were observed during testing. The reported event of mynx control system-deployment difficulty-premature¿ was not observed through analysis of the returned device since the sealant was still in its manufactured position with no damages noted to the sealant sleeves. The exact cause of the issue experienced by the user could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the user since there were no damages or anomalies noted to the device. However, prepping/handling factors are possible. It should be noted that the slits of the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the issue experienced by the user could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.